Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: the product was not returned nor were x-rays available for review. The item number and lot number are unk. The cause of the poly wear can not be determined due to insufficient information. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considered the investigation closed.

Event description:
It is reported that the device was implanted in 2006. The pt is now complaining about pain in the knee. The physician examined fluid and believes there is an indication of poly wear.